Event description:
A customer reported that unexpected negative results were obtained for one patient on the capture-r ready antibody screening and identification assays on galileo echo instrument (B)(4).

Manufacturer narrative:
The image result files were reviewed by an immucor technical support specialist. Cell 1 of the screening assay is positive for the k antigen. The sample resulted as negative for all cells. All cells visually appeared negative as reported. Control resulted as expected. Upon review of the antibody identification assay results, a different sample (same patient) was tested and negative results were obtained for all cells. Cells 8, 11 and 14 (k positive cells) resulted as negative and visually appeared negative. The customer was asked to repeat the sample with a known positive sample. Cell 1, which is k positive, resulted as negative and visually appeared negative. Cell 2 resulted as equivocal. The expected positive results were obtained with the known positive sample. An antibody identification panel was performed with a newly drawn sample (same patient) and cells 1, 3, 6 and 14 resulted as positive (cells 8, 11 and 14 are k positive). Results visually appeared positive. A negative result was obtained with cell 8 which visually appeared negative. Cell 11 resulted as equivocal with the red cell button having a fuzzy appearance. Controls resulted as expected. The unexpected reactivity appears to be sample related.